Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the complaint condition could be confirmed according to the received pictures. A piece, close to the guiding hole of the tfna nail, is broken off. The tfna screw and the locking screw are also damaged with deep scratches and flattened threads. The end cap is not visible on the pictures/x-rays. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument, manufacturing date: 03-feb-2020, expiration date: 01-jan-2030, part number: 04.037.243s, 12mm/130 deg ti cann tfna 200mm - sterile, lot number: 39p0832 (sterile), component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 32p4642, part number: 04.037.912.4, wave spring, shim ended, lot number: 17p1887, part number: 04.037.942.2, lock prong, 130 degree, tfna, lot number: 5l82963, part number: 21127, timoagri16.00, lot number: 23p3907, this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: this complaint involves four (4) devices. This report is for one (1) 12mm/130 deg ti cann tfna 200mm - sterile. This report is 4 of 4 for (B)(4).

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: update. H11/d1: brand name, d4: part #, & UDI. G1: manufacture site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D1: brand name, d4: part #, & UDI. G1: manufacture site.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: manufacturing location: monument, manufacturing date: 03-feb-2020, expiration date: 01-jan-2030, part number: 04.037.243s, 12mm/130 deg ti cann tfna 200mm - sterile, lot number: 39p0832 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive, lot number: 32p4642. Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, lot number: 17p1887. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card were reviewed and determined to be conforming. Part number: 04.037.942.2, lock prong, 130 degree, tfna lot number: 5l82963. Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 23p3907 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the tfna fem nail ø12 130° l200 timo15 (p/n: 04.037.243s, lot #: 54p6072) was returned and received at us customer quality (cq). Upon visual inspection, the distal end of the tfna nail body was observed to be broken at the helical blade assembly slot. The 130 deg lock prong assembly was received assembled into the device. Additionally, scratches were observed on the 130 deg lock prong which could have potentially been caused during the explantation process. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection could not be performed due to the post-manufacturing damage. Document/specification review: the following documents were reviewed: ti cannulated trochanteric fixation nail - advanced, 130 deg : manufactured and current revisions complaint confirmed? Yes. Investigation conclusion the complaint condition could be confirmed for the returned device as the returned device was observed to be broken. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this report is for an unknown nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent removal surgery to have the tfna fenestrated screw, unknown locking screw, unknown tfna nail, and unknown end cap removed due to infection. The implant was removed easily but was damaged. There is no further information available. This report is for one (1) unk - nails: tfna. This is report 2 of 4 for pc (B)(4).